Manufacturer narrative:
Correction: b5 (describe event or problem) and d10 (concomitant medical products and therapy dates) were adjusted to reflect the new information that the leads were sent back for analysis, and therefore they were explanted and related to the complaint. Section e: in earlier report, reporter name should be facility mentioned in event description.

Event description:
Related manufacturer reference numbers: 1627487-2021-15894, 1627487-2021-15895. Additional information was received that the patient's ipg and leads were explanted on 16 apr 2021 for an unknown reason.

Manufacturer narrative:
There were no known complaints against the returned ipg. Record states that an analysis was requested for warranty purpose. As received the ipg was inoperable. The inability to communicate between the clinicians programmer and the implantable pulse generator was due to the device entering the service application state. This issue can occur when the device is exposed to an external energy source outside the device handling and storage requirements. Once the device has entered into the service application state, the cp will be inhibited from programming the device into the therapy application state. The crc check on the therapy application failed; device is not recoverable. The last battery time stamp occurred the day before the explant, so the inoperable ipg event is consistent with the explant procedure.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this incident, attempts were made to obtain complete event and patient information. Patient weight is unknown.

Event description:
It was reported that the patients ipg was explanted on 16 april 2021 for an unknown reason.